Event description:
Thr pt's medication and past medication are unk. The target vessel in the proximal right coronary artery. The vessel was heavily calcified and heavily tortuous. There was a 90% stenosis. The lesion was denovo. For the proximal right coronary artery pre-dilation was conducted with a balloon (hinode: 2.5/12mm). Inflation time and pressure are unk. The guidewire used a guidant whisper wire and size is unk. A medtronic ebu launcher guiding catheter was used and the size is unk. During the deployment of the cypher stent (2.5/18mm) the balloon ruptured at 4atm. The stent had not expanded and the sds became stuck at the lesion and would not move. Finally, the physician, managed to remove the sds frokm the coronary, but just before entering the sheath. The stent dislodged at the wrist. The proximal end of the stent became flared at that time. The stent remained at the wrist. The procedure was ended.